Event description:
On (B)(6) 2010, a doctor alleged that a patient experienced gum recession after restorations had been placed withtempbond clear temporary cement. This is the second of two incidents.

Manufacturer narrative:
The doctor reported that tempbond clear caused gum recession in a patient, which required a gum grafting procedure for treatment. The doctor did not provide the lot number of tempbond clear that was used on the patient. The doctor also stated that the product was discarded. Because of this, neither an evaluation, nor a review of the manufacturing records could be conducted and therefore, the cause for this incident remains inconclusive.